Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this system delivered an inappropriate shock to the patient. Review of their system indicated it had exhibited code 1005 which is indicative of shocking into an open lead. As, the right ventricular (rv) lead was damaged, surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead was actually surgically abandoned and will not be returned for analysis.